Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. It was reported that the pump would not be returned for evaluation. A direct correlation between the device and the reported infection could not be determined through this evaluation. The instructions for use lists driveline infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient's pump was explanted due to a driveline infection and the patient being resistant to antibiotics. The patient was not a candidate for a heart transplant or a pump exchange. No further information was provided.